Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended 6 or 7 times yesterday. The patient's current blood glucose value was 184 mg/dl and his sensor glucose was 184 mg/dl, but his threshold suspend limit is set to 60 mg/dl. The customer also did not exhibit symptoms of low blood glucose. His lowest blood glucose value yesterday was 98 mg/dl despite the threshold suspend alarms. The customer mentioned another inaccuracy in which his blood glucose exceeded 400 mg/dl and his sensor glucose was 302 mg/dl. He bolused a few minutes after checking his blood glucose and received a calibration error from the sensor. An entire box of sensors and three additional sensors were returned for analysis, and the same amount of product was shipped to the customer.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.